Manufacturer narrative:
(B)(4). (B)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release for distribution. As both cholangitis and stent migration are specified in the directions for use (dfu) as potential complications, the most probable root cause is "anticipated procedural complication." A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary fully covered stent was implanted on (B)(6) 2010 as part of the (B)(6) clinical trial. According to the complainant, the patient had chronic pancreatitis (diagnosis date unknown). On (B)(6) 2010, liver function tests were performed and the results were recorded. On (B)(6) 2010, a pre-study stent cholangiogram was performed and revealed a distal biliary stricture. On (B)(6) 2010, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. A sphincterotomy had been performed prior to the study stent placement procedure and the stricture had been previously dilated with one plastic stent. Therefore, a sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to stent placement. The stent was deployed in a satisfactory position across the stricture and the subject was treated an as outpatient. On (B)(6) 2011, the patient was admitted for severe study stent migration secondary to cholangitis. The complainant confirmed that there was no device malfunction. On (B)(6) 2011, the patient underwent reintervention for the migrated stent. The stent was noted to have had a complete distal migration (>5cm). The study stent was removed. The patient was treated with two new stents during the reintervention. On (B)(6) 2011, the patient was discharged and the event was considered resolved.